Event description:
It was reported that 14 days post-op to a laparoscopic appendectomy procedure, a reoperation was performed due to a leak. The leak was repaired with suture and the patient was reported to be stable. No malfunction of the device was reported at the time of initial procedure. The device was discarded. On what tissue type was the device used? At what location on the tissue? Appendix on which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Green. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was discarded. Per the sales rep, "were there any difficulties with the device during the initial operation? No. Does the dr believe that the device malfunctioned in any way? Possibly, although he also acknowledged it could be other factors such as patient or wrong staple cartridge selection. Was the patient monitored during the 14 day period? Yes, the patient was never discharged. What were the patients symptoms post operatively up to day 14? Post operative ileus which did not resolve, increased pain day six and seven, and CT scan revealing abscess on day eight. CT guided drain placed day eight. Failure to improve, and drainage changing from brown to green on day 12 and 13. Right hemicolectomy and ileostomy performed on day 14. What was the condition of the tissue? Tissue of the cecum was stained with succus. What was observed during the reoperation? Were there any malformed staples observed? Staples appeared normal. Staple line was where the most intense focus of succus entericus staining was located. Gentle palpation of the area revealed dehiscence of the staple line. How is the patent currently? Patient is (B)(6) and having a difficult recovery. Ileus slow to resolve and wbc still elevated. Is the patient expected to have a full recovery? Full recovery questionable. Patient may not be healthy enough in the future for ileostomy reversal.."